Event description:
It was reported that flow was not observed using a clearlink extension set. This occurred prior to use. The reporter stated that the extension set was being used with a non-baxter primary set. After the sets were connected, no flow was observed. After disconnecting and reconnecting the sets a few times, flow was observed. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.